Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
An autopsy was performed and found severe atherosclerotic cardiovascular disease and the left ventricular assist device (lvad) in place without evidence of significant abnormality such as clot in outflow graft. The autopsy also found severe pulmonary edema and congestion with combined lung weight of 1,830 grams and no evidence of pulmonary embolism or pneumonia. There was mild hepatosplenomegaly with liver weight of 2,100 grams with chronic passive congestion and spleen weight of 300 grams. It was also noted that there was chronic kidney disease.

Event description:
They had asymptomatic low flow alarms that started on (B)(6) 2024. At some point around 23:30 the patient was sitting on the toilet and became unresponsive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4 not available. Information pending hospital follow up. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. They had low flow alarms that started on (B)(6) 2024 and then became unresponsive at home. They coded on the way to the hospital. An autopsy would be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed soft depositions of coagulated blood, consistent with poor surface washing due to the low flow confirmed via the log files. These depositions did not appear to have contributed to an issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The log files extracted from the returned controller revealed transient low flow alarms on (B)(6) 2024 until 23:36:09 when the low flow alarm was sustained through the end of the file. The driveline was then disconnected and the controller was shutdown at 01:18:47 on (B)(6) 2024, consistent with the reported patient outcome. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the IFU and handbook contain information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.